Event description:
It was reported that a pt underwent a pelvic organ prolapse procedure in 2007. The pt was told that mesh was placed in about four to five sections abdominally and a leaf of mesh was placed vaginally. The pt instantly experienced pain and more problems with incontinence than prior to the surgery. The pt underwent a sling procedure in 2007. The pt experienced a mesh erosion, and the surgeon tried to remove it in his office. The pt underwent a removal of mesh vaginally in 2008, and was scheduled again in 2008 to have mesh removed vaginally, which was put in abdominally. The pt experiences pain constantly and has bloody discharge and a lot of scar tissue.

Manufacturer narrative:
Date sent to the FDA: 05/04/2009. Worsening incontinence occurred. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 2210968-2009-00511. The same pt is represented in each medwatch.